Event description:
Catheter indwelling for approximately ten days for chemotherapy. Catheter lenght approximately 50cm. 10cm of the catheter outside the body, chevron taping and tegaderm dressing used to secure the catheter. Patient noted leaking, nurse removed broken catheter without surgical intervention.